Event description:
Emergency department (ed) staff was preparing IV pump tubing after spiking a bag of IV fluids. The blue cap at the end of tubing was fused to the luer lock of the tubing. The device was not in contact with any patient. Faulty tubing.